Manufacturer narrative:
Literature citation: lafuente et al. The bryan cervical disc prosthesis as an alternative to arthrodesis in the treatment of cervical spondylosis. The journal of bone and joint surgery. Vol. 87-b, no. 4, april 2005. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by lafuente et al in a literature publication titled ¿the bryan cervical disc prosthesis as an alternative to arthrodesis in the treatment of cervical spondylosis¿ that: 46 patients underwent surgery for implant of bryan artificial cervical disc. 28 patients were male and 18 female. The mean age was 47.6 years. Three patients (7%) suffered mild post-operative dysphonia which resolved completely by the time of the first clinic appointment.